Manufacturer narrative:
The plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (¿g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (¿g/cm3)]. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence." The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material."

Event description:
It was reported to gore that the patient underwent laparoscopic incisional hernia repair on (B)(6) 2005, (B)(6) 2006, and (B)(6) 2015 whereby gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2002 and (B)(6) 2015, additional procedures occurred whereby the gore devices was explanted. It was reported the patient alleges the following injuries: removal of infected mesh; recurrent incisional hernia; seroma; granulation tissue; chronic infection & inflammation; severe pain; detached mesh; small bowel obstruction; fistula; all mesh excised. Additional event specific information was not provided.

Manufacturer narrative:
The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the device.¿ the instructions for use further warn: ¿when using this device as a permanent implant and exposure occurs, treat to avoid contamination, or device removal may be necessary.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. C1: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the device.¿ the instructions for use further warn: ¿when using this device as a permanent implant and exposure occurs, treat to avoid contamination, or device removal may be necessary.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. There is insufficient information available for gore to reasonably draw conclusions related to aspects of the event, therefore conclusion code ¿d15: cause not established¿ is being used. Insufficient information may include limited or missing relevant medical records, involvement of multiple implanted devices (including non-gore devices) in the field of treatment, patient non-compliance, and/or a general lack of available detail or specificity related to an adverse event and/or device. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. C1: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated results code. Conclusion code remains unchanged. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: implant preoperative complaints: (B)(6) 2005: (B)(6) hospital. (B)(6), do. History: ¿this very obese lady was seen for evaluation regarding a painful periumbilical mass consistent with a hernia through a prior trocar site. At surgery, the patient was noted to have a hernia at that site as well as one just lateral, and the start of a third just above. These were all repaired as noted below. She had incarcerated omental contents, with adherence of small bowel to the hernias. This was all mobilized without complications using a harmonic scalpel.¿ implant procedure: laparoscopic repair of multiple incisional hernias. Implant: gore® dualmesh® plus biomaterial [1dlmcp04/03393611, 15cm x 19cm x 1mm] implant date: (B)(6) 2005 (hospitalization dates unknown) (B)(6) 2005: (B)(6) hospital. (B)(6) do. Operative report. Assistant: (B)(6), pac. Preoperative and postoperative diagnosis: incisional hernias. Procedure: ¿the patient was brought to the surgery department, given appropriate anesthesia, and sterilely prepped and draped in t h e routine manner. Preoperative ancef was used. A stab wound was made in the left upper quadrant and a 5 mm optiview trocar and laparoscope we r e inserted without complications. A pneumoperitoneum was achieved. Under direct visualization, a 12 mm trocar was placed in the left lower quadrant and a 5 mm trocar was placed in the right mid abdomen. We were able to mobilize the incarcerated contents without complications. Good visualization was identified, and the entire abdominal wall was cleared. The hernia was outlined on the abdominal wall using a spinal needle. A 12 x 20 cm gore-tex dual mesh was then employed. Sutures of # 1 ethibond were placed in four quadrants and the mesh was then placed in through t h e 12 mm trocar. The gore suture passer was used to secure the gore-tex to the abdominal wall, with good results, covering all of the hernias. A protacker stapling device was used to secure the periphery. Several additional sutures of #1 ethibond were used for security. Good coverage was noted. No complications were identified. The pneumoperitoneum was relieved, watching the mesh which did not buckle or become dislocated. Prior to a complete loss of the pneumoperitoneum, the gore suture passer was used to secure the 12 mm fascial opening, with good results. The skin edges were closed using 4-0 monocryl suture. Marcaine was injected both pre- and post-operatively. She tolerated the procedure well and was transferred to the recovery room in satisfactory condition.¿ (B)(6) 2005: (B)(6) hospital. Implant sticker. ¿dualmesh plus antimicrobial.¿ lot: 03393611. Item: 1dlmcp04. Relevant medical information: no information. Revision preoperative complaints: (B)(6) 2006: (B)(6) hospital. (B)(6), do. Indications: ¿this patient was seen several years previously for multiple incisional hernias repaired using a large gore-tex mesh. She did well until last summer when she noted a painful sensation in t ne midportion of the lower pole of the incision after heavy lifting. A CT scan revealed the presence of a hernia and at this point it has become symptomatic. She was brought to surgery where a loop of small bowel was incarcerated in a hernia sac, of which she had several; however, no evidence of an obstructive process was identified and the adhesion was mostly between the gore-tex graft and the small bowel. We were able to mobilize the entire abdominal wall without enterotomy or other problems.¿ revision procedure: repair of recurrent incarcerated incisional hernia with mesh. Implant: proceed mesh. Revision date: (B)(6), 2006 (hospitalization dates unknown) (B)(6) 2006: (B)(6) hospital. (B)(6) do. Operative report. Assistant: (B)(6), do. Preoperative and postoperative diagnosis: recurrent incarcerated incisional hernia. Anesthesia: epidural/local. Procedure: ¿the patient was brought to the surgical department, given appropriate anesthesia and sterilely prepped and draped in the routine manner. Preoperative antibiotics were used. An ioban drape was used to cover the abdomen. A midline incision was made. Dissection was carried down through the rather thick adipose tissue. Hernia sacs were identified and were completely exposed and mobilized. Entrance into one of the sacs was obtained without problems and then we were able to excise the attenuated hernia sacs and mobilize out the incarcerated small bowel. Once this was accomplished, palpatory examination revealed no other hernias. A 15 x 20 proceed mesh was placed in the wound in a transverse manner. Through-and-through fascial sutures of 1-0 pds were used to secure the mesh every 3 cm around the periphery. Once this was accomplished, sutures of 1-0 pds were used to secure the undersurface of the mesh to the undersurface of the abdominal wall as well. Irrigation was carried out. We were able to reapproximate the abdominal wall fascia using interrupted sutures of 1-0 pds. Once this was accomplished, a blake drain was placed through a separate stab wound and secured using 3-0 nylon suture, 2-0 vicryl used to reapproximate the subcutaneous tissue and staples used to reapproximate the skin edges.¿ (B)(6) 2006: (B)(6) hospital. Implant sticker. Proceed surgical mesh. Lot: xgg170. Use by 2006-11. Relevant medical information: (B)(6) 2015 ¿ (B)(6) 2015: (B)(6) hospital. Inpatient admission. (B)(6) 2015: (B)(6), do. Operative report. Preoperative and postoperative diagnosis: recurrent incisional hernia with small bowel obstruction. Procedure: open repair of recurrent incarcerated incisional hernia (wound class 1). Implant: ventralight st. Indications: ¿this 72-year-old morbidly obese female has undergone multiple abdominal surgeries, including multiple repairs of incisional hernias. She presented with symptoms suggestive of a small bowel obstruction, which was confirmed on radiographic findings. She did not respond to nonoperative management. She underwent repairs described below. She was found to have a detached portion of mesh with the edge of the mesh adherent to the small bowel causing the obstruction.¿ procedure: ¿a midline incision was made with sharp dissection with electrocautery for hemostasis. Dissection was carried down to the hernia sac, which was circumferentially dissected from the subcutaneous tissues to the level of the anterior rectus fascia. The fascia was somewhat attenuated. The hernia contents were able to be reduced and the hernia sac was opened. After rather significant enterolysis, it was identified that the mesh that had previously been placed had become somewhat disrupted from the left side of the abdominal wall. Eventually, the incision was able to be fully opened and the abdomen fully explored. A portion of the mesh that had been disrupted was adherent to the small bowel causing an obstructive process. With rather prolonged enterolysis, the small bowel was able to be freed from the edge of the adherent mesh. The remainder of the small bowel was explored and no other areas of obstruction were identified. There was no evidence of enterotomy. The abdomen was copiously irrigated with saline solution and found to be hemostatic. The portion of mesh that had become detached from the left abdominal wall was reattached with interrupted sutures of 2-0 prolene, to provide coverage of the small bowel. The attenuated posterior rectus sheath and peritoneum were able to be closed in this fashion. The incision was irrigated with saline solution. The abdomen was reinforced by placement of a ventralight mesh in a subfascial position beneath the anterior rectus fascia with 2-0 prolene suture. The fascia was able to be closed with #0 pds. The incision was irrigated with saline solution. Two jackson-pratt drains were placed through stab wounds in the inferior skin flap and directed over the anterior rectus fascia. The incision was again irrigated with saline solution prior to closure of the subcutaneous tissues with 2-0 vicryl in a subcutaneous fashion. The skin was closed with skin staples. Sterile dressings were applied and the patient was transferred to the postanesthesia care unit in satisfactory and stable condition, having tolerated the procedure well.¿ (B)(6) 2015: implant sticker. Ventralight st, ref: 5954460. Lot: huzg0248. Use by: 7/28/17. Explant preoperative complaints: (B)(6) 2016: (B)(6) hospital. (B)(6), do. Indications: ¿this morbidly obese 72-year-old female had previously undergone multiple midline abdominal wall hernia repairs with multiple different types of mesh. She had developed postoperative seroma and subsequent infection that did not respond to conservative measures. Fistulograms had been performed that suggested the possibility of an enteric fistula, however, cultures only grew methicillin sensitive staphylococcus and she had never had enteric contents identified or cultured. At the time of surgery she was found to have multiple different types of mesh including a gore-tex mesh which appeared to be the source of the infection.¿ explant procedure: laparotomy with removal of abdominal wall mesh, lateral component separation and primary closure with placement of vacuum-assisted closure dressing (wound class 4.) Implant: xenmatrix ab. Explant date: (B)(6), 2016 (hospitalization dates unknown) (B)(6) 2016: (B)(6) hospital. (B)(6), do. Operative report. Assistant: (B)(6), pa-c. Preoperative and postoperative diagnosis: chronic infection of abdominal wall mesh. Procedure: ¿a 72-year-old female brought to the operating room and placed in a supine position on the table. After the induction of adequate general anesthesia, the abdomen was prepped with chloraprep and draped in a sterile fashion. A time-out was performed. The 2 sinus tracts within the abdominal wall were probed. The sinus tract on the left appeared to extend toward the midline. An elliptical incision was made within the midline to excise the old incision line including the fistulous tract. The tract was dissected down through the anterior rectus fascia into what appeared to be a piece of gore-tex mesh that was in a preperitoneal position. The left lower quadrant fistulous tract was also probed and appeared to extend into the same area. An elliptical incision was made around the left abdominal wall fistula tract. This was dissected through the abdominal wall musculature into the area of the gore-tex mesh. All granulation tissue was excised. The abdominal cavity was able to be entered and after enterolysis the patient was found to have multiple pieces of abdominal mesh incorporated within the left rectus muscle in what appeared to be a rectorectus [sic] position as well as a preperitoneal position. All mesh was eventually able to be excised from the abdominal wall so that no foreign bodies remained. Multiple metal fixation devices were also removed in this process. After all the mesh had been removed, the abdomen was irrigated with antibiotic and saline solution. There was no evidence of enterotomies noted. Bleeding was controlled. The anterior rectus fascia on the left was quite attenuated and much of it had been removed with the mesh. Skin flaps were elevated both on the right and left abdominal wall to reveal the region of the lateral border of the rectus fascia. This was incised longitudinally in a component separation fashion. This allowed for the midline to be closed with #1 polydioxanone suture in a running fashion. The incision was irrigated with saline solution prior to placement of xenmatrix ab prosthesis in an onlay fashion over the closed anterior rectus fascia. This was secured to the underlying fascia with #2-0 polydioxanone suture in interrupted fashion. The incision was again irrigated with saline solution prior to placement of a vacuum-assisted closure dressing. The patient was then transferred to postanesthesia care unit in satisfactory and stable condition having tolerated procedure well.¿ (B)(6) 2016: (B)(6) hospital. Implant sticker. Xenmatrix ab. Surgical graft, 20cm x 20cm. Lot: huzj0044. Use by: 10/28/17. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information.   It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence." The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.